Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles anomaly from the insulin pump. The customer's blood glucose reading was 339 mg/dl while her sensor reading was 340 mg/dl. The customer stated that she had to reprime the line because it was full of air. The customer's blood glucose was 301 mg/dl 5 hours later. The customer had symptoms such as headache, sweatiness and thirstiness. The customer stated that the approximate sizes of the air bubbles are one large. The customer declined to further troubleshoot. The customer disconnected the call